Manufacturer narrative:
RMA for replacement needle was sent to site. The biopsy needle will not be returned since it was used in surgery. No evaluation will be completed.

Event description:
A medtronic representative reported that he was unable to track the navigus biopsy needle and it was displaying red status. He said he updated the entry point after locking the ring. His target alignment error was .7mm. The screen also displayed trajectory locked and provided the tip stop point. He said they opened another biopsy needle and it displayed the same behavior. The representative also stated the surgeon proceeded to remove samples without navigation. As the needle was fully inserted, it still displayed red status. After re-starting the software, the second needle tracked without issue. He said he made no changes to the position of the base or plan. The surgeon was able to track the needle for the remainder of the case. No impact on pt outcome was reported.